Manufacturer narrative:
Elutia lhr review completed on 08/08/2025 for lot m25a1005 and subassembly lot m24n1343. No discrepancies in the manufacturing process were noted in either batch record during review. It is noted that per the instructions for use (IFU - art20837 rev. A, IFU elupro antibiotic-eluting bioenvelope) provided with the finished elupro device, "hematoma" is listed within the potential complications associated with device usage. Hematoma is a known complication with the implant of a cardiac implantable device for cardiac surgical procedure.

Event description:
Email was received from the elutia representative regarding a patient in an elutia registry study. It was reported that on (B)(6) 2025, the patient had a pocket revision with a pacemaker implant along with the implant of a large elupro antibiotic-eluting bioenvelope (model cmcv-124-lrg, lot m25a1005). On 06/10/2025, the site became aware (patient onset (B)(6) 2025) that the patient developed a hematoma and was treated with oral antibiotics (doxycycline) and rivaroxaban (held 3 days). After (B)(6) 2025, the patient did not note any symptoms related to a hematoma. The site also noted that the patient did not have any existing conditions or comorbidities which could have contributed to the hematoma. No further details are available regarding this event but if elutia receives more information, a supplemental report will be filed.